Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Electrograms indicate the patient was truly in ventricular fibrillation. Lead integrity alert (lia) triggered (B)(4)-2015 not due to lead malfunction, but due to sensing of patient's arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID: d314drg ICD, implanted: (B)(6)2011. (B)(4)

Event description:
It was reported that the patient experienced several hours of ventricular fibrillation (vf). The device and right ventricular (rv) lead delivered several shocks but the rhythm could not be converted. An external shock finally converted the patient. It was noted that a lead integrity alert (lia) triggered due to the fine vf rhythm. It was also noted that the rv lead had sub-optimal placement. The rv lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.